Event description:
The device was used during a nissen fundoplication procedure. The mesh disengaged from the instrument outside the pt's cavity. The surgeon used another instrument to complete the procedure. No pt injury reported.